Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however on (B)(6) 2025, the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of on (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by nausea, cloudy peritoneal effluent fluid, and elevated wbc and polymorph cell counts), which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the definitive etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient reported it could have been a touch contamination event, but no details were provided. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There was no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. However, given the pdrn¿s inability to provide causality, the known fluid leak, the absence of an identifying organism, and no manufacturer evaluation of the suspect device or product, this clinical investigation cannot exclude the patient¿s liberty select cycler and liberty cycler set from playing a possible role in the serious adverse events.

Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however on (B)(6) 2025 the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.

Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however, on (B)(6) 2025, the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.

Manufacturer narrative:
Correction: b1, h6 medical device problem code.